Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle cannot be detected. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The customer did not accept the offer and the device was not evaluated by a representative of philips. The device has been removed from service. The customer declined the offer of support and/or repair, and the device was removed from service. The investigation concludes that no further action is required at this time.